Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown offline and shown black screen. A field service engineer (fse) found the station stuck on the windows update screen and reimaged it. Verified functionality in diagnostics. Network connectivity was not fully established, requiring follow-up with information technology to configure remote support services. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen displayed a black screen and the station appeared offline in remote smart services. The user attempted troubleshooting by rebooting the station and unplugging and reconnecting the power cable; howeverthe issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.